Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the needle broke from the middle while passing through the tissue. Half of the needle was removed from the tissue with a dissector, but the second half could not be removed. A second device with the same lot number was used. The thread was removed from the needle while tying a knot. The thread was taken to the outside of the patient. The second needle broke when the needle was taken from the "mouth part" of the endo stitch. There was unexpected tissue loss. There was a delay in surgery time of over 30 minutes. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one sofsilk single stitch reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A broken needle was received. The needle was broken at the swage. Witness marks were noted on the cone of the needle. Replication of the broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture. In these situations, the needle may flex and ultimately break. The file was concluded to be a misuse of the product. Should new information become available, the file will be re-opened and reassessed at that time.